Event description:
It was reported to adac that result files that are processed in autoquant are corrupted when they are transferred from one pegasys to another using the export (get-send) operation. This occurs when the site has to repeat a stress later in the day, re-process against an earlier rest, and re-sent the study. The result files show rest vs rest images for the first processed dataset, and stress vs stress for the second data set, rather than stress vs rest for each.